Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Refrence number (B)(4). Event occured in the united states. It was reported that the patient experienced a hyperglycemia event on (B)(6) 2026 and it was treated with correction bolus. No further information is available.